Event description:
According to the reporter, during a surgical procedure involving the use of a port, a small piece of material broke off upon port insertion and entered the patient¿s abdominal cavity, the fragment, described as an adhesive or rubbery substance measuring approximately 5¿7 mm, was identified and successfully removed by the surgeon intraoperatively. The issue was resolved at the time of the procedure with removal of the foreign material, and no additional intervention was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.